Manufacturer narrative:
The tech found the side rail has a broken end post. The tech replaced the side rail end post to resolve the issue.

Event description:
The tech alleged that the side rail is not latching. No injury reported.